Event description:
It was reported the patients system was unable to enter MRI mode due to high impedance on the lead. As a result, surgical intervention was undertaken wherein the system was explanted in its entirety.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.